Event description:
It was reported that while testing with bd¿ columbia agar with 5% sheep blood, the plates were found contaminated upon box opening. This event occurred 30 times. The following information was provided by the initial reporter: "contaminated plates observed when opening new boxes with plates. See enclosed photos for more details. Several reports received regarding contaminated blood agar plates based on sheep blood."

Manufacturer narrative:
H6: investigation: this statement is to summarize findings on the complaint against columbia agar with 5% sheep blood, catalog number 254071, lot number 1271812. Event description: it was reported that plates were found to be contaminated. Complaint history review: complaint history was reviewed and a trend was identified for this product. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: picture sample was provided showing contaminated plates. The retain samples were reviewed and a deviation was not detected. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. In this case, a trend was identified. Currently several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. Please be aware that such investigation will take its time. A definite root cause was not identified. Bd will continue to monitor incoming complaints for similar defect types. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. Since a trend was identified, a thorough investigation is currently underway. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. 'Good practices for pharmaceutical microbiology laboratories', who technical report series, no. 961, 2011, annex 2; chapter 'microbiology best laboratory practices' the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that while testing with bd¿ columbia agar with 5% sheep blood, the plates were found contaminated upon box opening. This event occurred 30 times. The following information was provided by the initial reporter: "contaminated plates observed when opening new boxes with plates. See enclosed photos for more details. Several reports received regarding contaminated blood agar plates based on sheep blood."

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ columbia agar with 5% sheep blood catalog number 221565 with 510k number preamendment. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.